Event description:
It was observed that during the device evaluation, the evis lucera bronchovideoscope exhibited residual liquid and foreign bodies that came out of the forceps channel and the connecting tube had coating peeling. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "residual liquid or foreign material came out of the biopsy channel and coating at insertion tube peeled off " malfunctions would likely be related to stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.